Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium paragordonae (1 cfu/ml). There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Model and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, unique device identifier (UDI) number cannot be retrieved. This information will be provided in a supplemental report if made available. E.1.: establishment name is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: multiple follow-up actions were conducted in an effort to obtain additional information, but these attempts were unsuccessful. The source of the device contamination remains unidentified. Involved device serial number remained unknown, but list of all 3t devices installed into the facility (model number: 16-02-85, serial numbers: (B)(6)) have been reviewed and found to be upgraded with vacuum and sealing kit or already produced with vacuum and sealing kit before the contamination date. Livanova became aware of these cases through legal actions. According to the livanova legal counsel, these are the only available details at the moment, and we do not expect to receive additional information in the near future. However, if new information becomes available through the discovery process, the complaint will be reopened and updated accordingly. Livanova has a periodic process for updating legal cases in collaboration with its legal counsel, ensuring that any new information will be collected and managed even after the case is closed.